Event description:
It was reported that the patient had a syncopal episode and was hospitalized. The right ventricular lead had a significant increase in vc (ventricular capture) threshold. The lead remains in use but will need to be revised; the physician had obtained consent from the patient for the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.